Event description:
As reported, on 22-dec-2022 the optifix at fixation device was noted to have "plastic strings" coming out of the fixation device handle. As reported the device was not used on the patient.

Manufacturer narrative:
As reported, the optifix at was noted to have "plastic strings" coming out of the fixation device handle. The subject device was returned confirming the presence of the plastic string coming out from the device handle. At this time a definitive root cause cannot be made, root cause analysis is ongoing. When completed, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample, confirmed the plastic material found to be a residual from the manufacturing process. The material found would not go unnoticed by the user prior to use resulting in the need to switch out the device. Root cause of the defect is determined to be related to operator error during the manufacturing process. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june,2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, on (B)(6) 2022 the optifix at fixation device was noted to have "plastic strings" coming out of the fixation device handle. As reported the device was not used on the patient.

Manufacturer narrative:
As reported, the optifix at was noted to have "plastic strings" coming out of the fixation device handle. The subject device was returned confirming the presence of the plastic string coming out from the device handle. At this time a definitive root cause cannot be made, root cause analysis is ongoing. When completed, a supplemental MDR will be submitted.